Event description:
Physician reported, reason for left side removal as rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on posterior side assessed, as fold flaw opening. Additional observations: observed, stress marks on the device. Observed, creases on the device. Observed, wear abrasion on the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4 b5 b6 d6b g2 h6.

Event description:
Physician reported reason for left side removal as rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device remains implanted. This relates to the left side.